Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture (loc) upon the patient's presentation to the hospital for syncope. Lead fracture was suspected but could not be visualized on x-ray. Sensing and impedance measurements were within normal limits. A revision procedure was performed and the physician attempted to explant the lead but it could not be extracted. Upon disconnecting from the device a kink was noted near the terminal portion of the lead but insulation appeared intact. The lead was surgically abandoned and a new rv lead implanted. No additional adverse patient effects were reported.